Manufacturer narrative:
This report is submitted on 20 may, 2020.

Manufacturer narrative:
This report is submitted on april 28, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020 secondary to an extrusion of the receiver stimulator body. The patient was reimplanted with a new device during the same surgery.